Event description:
Ma (medical assistant) opened the bd eclipse 25g needle only to find it contained an 18g needle. The needle was not used on the patient. The needle was discarded prior to informing the practice manager.